Event description:
It was initially reported to philips "no shot, error 00001 was displayed". It was later clarified with the customer that a shock was not administered to a patient in cardiac arrest, and the device displayed a message of disconnected paddles. Another device was used to treat the patient. We are considering this to be a serious injury as there was a delay in life saving therapy.

Manufacturer narrative:
A philips field service engineer evaluated the heartstart xl defibrillator and the involved external paddles; both the defibrillator and the paddles passed all testing. During testing of the defibrillator, the fse found that the battery turned off on the fifth attempt to shock, indicating the battery was dead. The fse confirmed that this battery would have turned off the defibrillator during use, which would have led to the device not administering a shock. A philips clinician and a philips product support engineer (pse) reviewed the pictures of the display screen, strips, and battery that the customer provided to philips. The troubleshooting guide in the heartstart xl service manual (publication m4735-90900, table 3-2 error codes) advises that the appropriate resolution of error code 00001 (from (B)(6) 2021 on the printed strip) is to replace the power pca and the control pca. However, parts are no longer available for the heartstart xl, and this unit should be taken out of service. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013, and the end of support date for the device was (B)(6) 2018.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips "no shot, error 00001 was displayed" and patient harm was yes. Additional details have been requested. We are considering this to be a possible shock issue where patient harm occurred, therefore, possibly causing a delay in life saving therapy and will be considered a serious injury.